Manufacturer narrative:
The event date is reflecting as (B)(6) 2018. However, date of this report is reflecting as (B)(6) 2018. The dates are displaying different due to time zone differences as this event is from (B)(6). Concomitant product: thermocool® smart touch® sf bi-directional navigation catheter; u.s. Catalog #: d134805; lot #: 30088254l. Investigation summary: the device was visually inspected and reddish material was observed in the pebax. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode #2. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed stress marks and a hole on the surface of the pebax. Probably generated by an unknown object that made the mechanical damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the electrical issue cannot be determined. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the returned catheter had a hole on the surface of the pebax. Initially it was reported that when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the patient interface unit (piu), a heavy noise occurred on electrodes 3-4 on both the carto system and the recording system. The cable was reconnected and changed to a new cable. However, the issue continued. When the catheter was changed and connected to the piu, the same issue occurred. The cable was reconnected and changed. However, the issue continued. Therefore, the catheter was changed and the issue was resolved. The procedure was completed without patient consequence. The noise issue was assessed as not reportable as the risk to the patient was low. The biosense webster product analysis lab received the device for evaluation and discovered on december 5, 2018, that there was reddish material in the pebax area. Therefore, a scanning electron microscope (sem) was performed and it showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable issue. Therefore, the awareness date of this reportable finding is december 5, 2018.